Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and his blood glucose was over 400 mg/dl. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was unable to remove the set to examine the cannula. Customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion and was advised to change the entire set.